Event description:
It was reported to philips that the system had an issue with the system interface box (sib). No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a diagnostic neurovascular procedure was performed when the issue happened. The procedure was completed as planned by moving the patient to another room. Philips field service engineer (fse) visited onsite and found the system displayed an error with the sib box and the monitor was blinking. To resolve the problem, fse replaced sibbox unit and 19 colour lcd monitor and return the parts for further analysis and it showed intermittent failures, signal integrity issues and other failure. After replacing the sibbox and 19 colour lcd monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.